Manufacturer narrative:
Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this device and associated lead received shocks. The patient was seen in the emergency room where error codes indicating that a shock was delivered into a shorted system and charge time out had occurred. The patient was seen for a revision procedure where both the device and lead were explanted and replaced. The device was returned for analysis. The lead was not received for analysis.